Manufacturer narrative:
Device and accessories were inspected after being returned. Inspection included visual inspection, test of device functionality, and current leakage testing. No failure was found as device functioned as designed. Unknown if injury sustained was related to rayes device.

Event description:
User facility called requesting devices be swapped out, reporting one of the patient's family members reported being shocked by the bed. When contacted about the incident, the user facility reported the family member was found to have suffered a fractured leg with an area bleeding, but showed no signs of receiving a shock (such as a burn), and it was unknown whether the family member was touching the bed in any way when they noticed pain in their leg. The patient on the bed was unaffected. The user facility described the incident as strange, and did not know if the rayes device was involved in any way with the family member's injury.